Manufacturer narrative:
Additional narrative: device history review: manufacturing location: (B)(4) - manufacturing date: september 26, 2014 - expiry date: september 1, 2019. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device broke intra-operatively and was not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: three devices of lot number 9136494 where returned with this complaint. One device of the three had flailed and is evaluated in this investigation. The other two devices where returned for reference only. A gap distance of 0.18mm was measured between the locking feature and the locking head back wall. The locking feature is also angled and not parallel to the locking head back wall. Teeth deformations were not founds on the locking feature teeth which would indicate that the device has been properly locked and tensioned with the inserted cut end section of the device. However, the first tooth is significantly deformed. The cut end of the needle was cut at the junction leading to a reduced cross section of the implant. Based on the finding it is concluded that the needle was removed by cutting exactly at the junction leading to a reduced cross section of the implant. The investigation of the locking mechanism showed an abnormality at the first teeth which is characteristic for an angled insertion of the implant into the locking head. The locking mechanism failed due to unknown manipulation of the locking head/mechanism. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the sternal zipfix broke after approximation. The device was removed and the patient is reportedly ¿okay.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates: device broke prior intraoperatively. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter: hospital contact number: (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.